Event description:
8fr angioseal failed to click together. Two failed to click together. Neither went into the patient. Ref# 610131 lot# 0000465914. Third angioseal opened assembled correctly and placed in patient. Reference report: mw5152131.